Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was component damage to the bearings on the attachment device. It was further determined that the ball bearings had fallen apart and the balls and cage were missing. It was further observed that the sleeve-extension was damaged. It was further determined during the pre-repair diagnostics assessment that the device failed for test for cutter insertion. It was noted on the service order that the ring was out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.